Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined. However, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar. Complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a breach in the packaging resulting in incomplete sterilization of the contents. No patient interaction or injury to report.